Manufacturer narrative:
UDI#: (B)(4). It was reported that an unexpected software shutdown while loading patient series. DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation the event was due to a crash of rosanna_brain application. The root cause of this event is a known design defect. This design defect risk level is assess as part of a CAPA.

Event description:
Field service engineer attempted to load intra-operative scans from o-arm using iqview. Series contained 192 slices, 512 x 512 resolution (required resolution for rosa device). Surgeon wanted to confirm biopsy needle placement intra-operatively. When series was imported, software froze unexpectedly, and rosa pc was shutdown and restarted. Needle was currently inserted. After system shutdown and restart. Cst was able to load in exam series without issue. Needle placement was confirmed, and biopsy proceeded as planned without medical intervention. Needle was removed, then rosa clearance procedure was performed. This event caused a 10 minutes delay.